Manufacturer narrative:
Final device analysis determined a reliability non-conformance. The delivery system was returned with the capsule unattached and the plunger fully depressed. The trocar needle was fully advanced and there was no blood or tissue present. The boot had separated due to not enough glue.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. No serious injury to the pt was reported.